Event description:
Reporter alleged obtaining a blood glucose result of 466 mg/dl on the customers compact plus system; however, when looking in the memory the result was 488 mg/dl. Customer stated another blood glucose result of 191 mg/dl was performed within 10 minutes from the original. Customer indicated having low glucose symptoms at the time and self treated with food however, did not provide the location of the testing. No other actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.